Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device had 16 events recorded on (B)(6) 2011. Further investigation revealed the real time clock in the device was still recording this date. The problem with the device was attributed to a problem with the coin cell which powers the real time clock. The coin cell was replaced and the clock operated to spec. The device also powered on as normal and the green led flashed normally. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.